Event description:
Revision surgery - the patient had a size 32 humeral head and liner, and fell the night of the surgery. The surgeon replaced them with a size 44 head and liner.

Manufacturer narrative:
The reason for this revision surgery was due to trauma after 1 day of patient use. The healthcare professional indicated a significant adverse event to the patient and that hospitalization, initial or prolonged, was required. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. (B)(4). The root cause of the trauma was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness. H3 other text : disposed of.